Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. An unspecified promus element stent was advanced to treat the target lesion in an unspecified location but could not cross the lesion. Upon removal the stent caught on some calcification and accordianed. The stent was removed with no difficulties and after removal the stent went back to its original shape. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(6). (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).